Event description:
According to the complainant a dualswitch-valve operated in over-drainage postoperatively. The valve was implanted on (B)(6) 2017. It was removed on (B)(6) 2017 due to the malfunction and returned to the manufacturer. Further details were not provided. Height: 168 cm.

Manufacturer narrative:
This complaint was reopened in reference to qab 2154. Investigation ( description incoming product condition) the product was received in the returnkit container with an unknown liquid. Result in the visual inspection of the valve we have detected scratches on the surface of the device but not deformation or other abnormalities. In the further course of the investigation, we tested the permeability of the dsv valve. The test results showed that the valve was penetrable. In order to check the assumed over-drainage, we carried out a computer controlled test. Horizontal position: at the first test an opening pressure at the reference flow level of 5 ml/h is measured 19.41 cmh2o. Based on the first result we have detected an under-drainage. We executed a second test. The second test showed no clear improvement of the valve, the measured values are still outside the accepted tolerance. The second test showed an opening pressure at the reference flow level of 5 ml/h of 18.79 cmh2o as well. We suspect deposits inside the valve could have impaired the function. Vertical position: at second the dsv was tested in the upright position. Based on the opening pressure of 40 cmh2o in upright position an opening pressure of 0 cmh2o is expected (the pressure resulting from the difference of altitude is being compensated by the valve). The accepted tolerance range for the opening pressure of 30 cmh2o in upright position is 0 +/-4 cmh2o. The measured opening pressure of 4.76 cmh2o was slightly outside of the accepted tolerance range. According to our measurements we have been able to assess an over-drainage instead of an under-drainage. But it is considered that we are just able to assess the current situation with the valve. It is indeed possible that temporarily an over-drainage happened. Given the fact that during the treatment with shunts the following complications may arise (as described in the scientific literature): infections, blockages caused by protein and/or blood in the cerebrospinal fluid (csf), over/under drainage, we decided to dismantle the valves. Inside the valve we have found visible deposits that may have caused the assumed under-drainage.. In our point of view there is no failure detectable with the valve at the time of delivery. In addition, the under-drainage is a known and unchangeable risk of hc-therapy with shunts. No further actions required.